Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that a patient was being supported with an impella 5.5 pump for high-risk surgery. The pump supported for over 19 days when it was explanted due to low purge flow. There were concerns for a pump stop from pump thrombosis, which may have been causing the purge flow issues. The patient survived the procedure.

Manufacturer narrative:
Impella 5.5 was returned for evaluation. High purge pressure: upon visual inspection, no abnormalities noted. Minimal dried blood around edge of impeller blades. Purge gap was clear. Pump was purged in the lab for approximately 18 minutes, then run at p-9 for approximately 5 minutes and high purge pressure did not reproduce. Data logs were reviewed and rt logs at time of reported issue showed a motor current spike with speed deviation and step up in pump flow. 10 minutes later, multiple additional motor current spikes with small speed deviations occurred with a slight increase in purge pressure and drop in purge flow. No purge alarms were triggered. Pump flow also became fully saturated at that time. Clinical details noted that the motor waveform suddenly became flat and purge flow rates dropped to about half of what they were previously reading. The root cause of the high purge pressure was most likely due to biomaterial ingestion based on returned data log analysis. Thrombus: clinical details noted thrombus was observed on explant. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions. Description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts. Imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization) any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.